Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line while the home patient (hp) was connected. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or adverse event associated with this report. No additional information is available.